Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). The cause was unknown, however customer is using fiasp insulin, which is not labeled for use with the pump. Tandem technical support educated the customer on tandem labeling for approved insulin usage, customer acknowledged. Bg was addressed via an infusion site change. The customer was instructed to consult with healthcare provider regarding bg level.